Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had beep and vibrate anomaly as insulin pump was not alerting nor alarming. The blood glucose was 9.4 mmol/l at the time of the incident and went high to 13.7 mmol/l last night. Assisted customer in performing a self-test and insulin pump did not vibrate during the self-test. The insulin pump did not vibrate during the vibrate test. Also customer said that when she does the manual bolus, the pump does not vibrate. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.